Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, occlusion, prime, basic occlusion and excessive no delivery test. The insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump received with cracked case at display window corners and battery tube threads. The insulin pump received with scratched display window.

Event description:
It was reported that the insulin pump has button error and it's frozen. The blood glucose reading is 209 mg/dl. The insulin pump will be replaced. Nothing further reported.